Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia after a dinner announcement, with glucose levels rising into the low to mid 200s mg/dl and then dropping from 245 mg/dl to 47 mg/dl within about an hour; the user reported that correction dosing led to subsequent lows, uses a g7 sensor, treated the low with glucose tablets, and requested therapy review including possible target or weight adjustments. Symptoms included increased heart rate associated with hypoglycemia. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding use and therapy settings. Investigation of this case revealed no device malfunction identified and an unclear cause for both the hyperglycemia and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.